Manufacturer narrative:
A ge representative evaluated the system, and installed the single board computer repair kit, replaced the hard drive, reloaded calibration files. System operates as intended.

Event description:
It was reported that the system would not boot up. No pt injury was reported.